Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic ventral incisional hernia repair, three sutures broke off from the suture. The first needle detached from the needle upon insertion through the trocar. The second needle detached again. The third needle, the surgeon did not want it stretched. On the fourth needle, it was placed in trocar carefully and the needle was not stretched. They continued using the new sutures until it worked. There was no patient injury.